Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and observed the r1 probe was bent; replacement of the alinity pipettor probes list # 03r96-01 and the syringe assy part # 7-77650-07 was completed and resolved the issue. A review of service history for the alinity I processing module, serial number ai03375 revealed no additional discrepant results as described in this report after the part was replaced, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the alinity pipettor probes and the syringe assy did not identify any trends. Review of tracking and trending for the alinity I did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity pipettor probes or the syringe assy or the alinity I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient information available. Postal code is (B)(6).

Event description:
The customer generated discrepant alinity I b12 results for one patient. The customer noted the sample was tested three times with results ranging from 89-191 pg/ml. The result the customer reported out of the lab was 122 pg/ml. No impact to patient management was reported.